Event description:
Had essure procedure on (B)(6) 2005. In (B)(6) 2014 had extreme excessive menstrual bleeding; vaginal ultrasound revealed the essure implant had migrated to the uterus. Had hysteroscopy (B)(6) 2014 which the physician said there was scar tissue, uterine polyp, however, she could not see either essure implant anywhere. I am concerned about where the essure implants have migrated.